Event description:
It was reported that the system image on the table monitor was rolling. The video image appears distorted on the monitor.

Manufacturer narrative:
(B) (4). The ge service rep found that the monitor distorts when you pull out the tube head. He checked the video cable running up the tube head. The cable was getting stressed when tube head was pulled out. He pulled up the extra video cable from generator, issue cleared. He also replaced the flat panel monitor as image is dark. The system is operating as intended. (B) (4) 06/18/2009.